Event description:
The customer reports a falsely elevated architect stat troponin-I assay result that subsequently led to an unnecessary cardiac catheterization. On (B)(6) 2014, a patient presented with "uncontrollable" chest pains. An architect stat troponin-I assay was performed with a result of less than 0.003 ng/ml and was reported from the lab. The customer described the test sample as being collected in a green top gel tube, which was slightly hemolyzed with no fibrin content visible. The patient's physician then ordered several other tests using this same sample. During this second wave of testing, the lab technician mistakenly ran another architect stat troponin-I on the sample and this time a result of 0.209 ng/ml was generated. This result was also reported from the lab, which was approximately three hours after the initial result of less than 0.003 ng/ml was generated and reported on the same sample. The patient was then transferred to another hospital, where a cardiac catheterization was performed. The customer then proceeded to test the sample several more times using the architect stat troponin-I assay and each time a result of less than 0.003 was generated. The patient was drawn two additional times and each one of these samples generated an architect stat troponin-I assay result of less than 0.003 ng/ml. The customer is unaware of any other cardiac testing performed. The results of the cardiac catheterization have not been made available from the other facility. There are no reports of any other impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Accuracy testing was performed on the affected lot of architect stat troponin-I assay with in-house retained reagents. Six replicates of a troponin- I panel were tested on one architect isystems platform. All test values fell within the expected range of 0.23 to 0.43 ng/ml, which demonstrates that this assay lot can accurately detect a known concentration of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert and the architect operations manual both contain information to address the current customer issue. There is no information to reasonably suggest a malfunction occurred. The issue was isolated to a single discrepant sample. No additional issues were identified.